Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented post-procedure. Upon review of the lead under the x-ray imaging, it was noted that the right ventricular (rv) lead was dislodges. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that a change in pacemaker rhythm with symptoms of low cardiac output and intermittent loss of capture were observed on the right ventricular (rv) lead due to the rv lead dislodgement prior to the rv lead replacement procedure.